Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 30mm x 2.5mm, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation of a 2.5x20 emerge balloon catheter, a 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.